Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A ccc specialist reviewed the instrument data which showed that the customer's calibration was within specification on the day of the event. The ccc specialist instructed the customer to replace the sample probe, clean the sample drain and rerun qc. The qc results obtained after troubleshooting the instrument were high. The ccc specialist informed the customer that the lab ranges were outside the peer ranges and qc ranges needed to be adjusted. A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and found no issue. The cause of the discordant falsely, elevated tbil result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant falsely elevated total bilirubin (tbil) result for a pediatric sample was obtained on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The customer had another sample from the same patient drawn later that day, resulting lower than the original result upon testing on the same instrument. The original sample was then repeated on the same instrument, and the result matched the redrawn sample result. The repeated result was reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated tbil result.